Event description:
It was reported that the inner packaging was totally damaged, although the outer packaging has no damages.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the inner packaging was totally damaged, although the outer packaging has no damages.

Manufacturer narrative:
Based on the visual inspection of the returned packaging appears that this component packaging was subjected to excessive handling whereby the unit carton was compressed to the extent that the outer blister cracked under the compressive force it was subjected to. The event was confirmed. DHR review for the reported lot determined that the device was manufactured and packed to specification.chr review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive handling during distribution.